Manufacturer narrative:
Complaint sample was not returned for evaluation therefore; an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. UDI (B)(4). Manufacturing date 01-dec-2017. Expiration date 30-nov-2019. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the regular icp module calibration steps were carried out to calibrate the machine with the hospital monitor. Zeroing process of the sensor in sterile saline before implantation in the patient with a display of zero on hospital monitor. Icp readings were obtained and was working perfectly in giving icp readings. The patient went for a CT scan and came back and surgeon reconnected the sensor while pressing the zero and arrow button simultaneously with the green light being lit after that but displaying false readings of icp on the patient bedside monitor. It was tried disconnecting and reconnecting the module again and repeating the same steps but it still didn't give any icp reading. The sensor was disconnected twice and reconnected before the CT scan and it was work of no or incorrect icp reading started after the patient went to CT scan.